Event description:
It was reported that the cord cover on the programmer was broken and the screen rolls while turning on and checking devices (black stripes). In cool or hot weather, the programmer would not identify devices and would take 5-10 minutes to warm or cool. Also needs current software updates loaded. The programmer has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the latch tab was broken off of the cord bay door, not able to confirm the event related to the screen rolling and having black stripes. The programmer failed the emergency programming key test, the media bay latch was bent, the upper hinge plate was cracked, and the programmer had internal corrosion. (B)(4).